Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of filter tilt approximately ten years and one month post implant. The patient also reported chest pain related to the tilted filter. According to the medical record the indication for the filter was deep vein thrombosis (dvt) with inability to anticoagulate. The filter was implanted via the right femoral approach and was released into the appropriate position. A post procedure venocavogram was showing the filter and it was felt to be in a good position at the level of the right renal vein. Approximately three weeks post implant a computed tomography (CT) scan was done for an indication of weakness and to rule out pulmonary embolism (pe). The images revealed: atherosclerotic calcifications involving the coronary arteries and the aorta, exophytic cyst (3.2 cm) in the upper pole of the left kidney, mild fatty infiltration of the liver and the filter was present in the ivc. Approximately nine years and seven months post implant an abdominal CT scan was done to evaluate the filter. The report noted the superior tip of the ivc filter is located at the level of the renal veins, and is tilted anteriorly, all of the struts have migrated outside of the ivc wall. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues or undisclosed comorbidities. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the indication for filter placement was deep vein thrombosis (dvt) with inability to anticoagulate. The filter was implanted via the patient right side femoral approach. A sheath was placed at approximately the l2 level. The filter was released into the appropriate position. A post procedure venocavogram was showing the filter and it was felt to be in a good position at the level of the right renal vein. Approximately three weeks after the index procedure a computed tomography (CT) scan was done for an indication of weakness to rule out pulmonary embolism (pe). The images revealed: atherosclerotic calcifications involving the coronary arteries and the aorta, exophytic cyst (3.2 cm) in the upper pole of the left kidney, mild fatty infiltration of the liver and the filter was present in the ivc. Approximately nine years and seven months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: the superior tip of the ivc is located at the level of the renal veins, the filter is tilted anteriorly, all of the struts have migrated outside of the ivc wall, there is dense material layering in the gallbladder which may represent small gallstones or sludge and the lung base demonstrated mild atelectasis versus scarring. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately ten years and one month after the index procedure. The patient also reported chest pain related to the tilted filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforates the inferior vena cava (ivc) wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter is tilted and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.